Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a sharps container. The customer reports a needle went through the container and stuck one of the housekeeping staff. The employee was seen by a doctor that day, per hospital protocol, and treated accordingly following the hospital's normal procedure for a needle stick.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.